Manufacturer narrative:
In response to FDA report number: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant exchange; rupture discovered during explant.

Event description:
Healthcare professional reported via regulatory agency an unknown side rupture. The device has been explanted.